Manufacturer narrative:
The event of bleeding requiring hospital admission is considered "serious". A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed a stomach bleed caused by diverticulosis sack bursting and bleeding into stomach post treatment.

Manufacturer narrative:
Update on 08/18/2022, medical review confirms not device related.

Event description:
Update on 08/18/2022, medical review confirms not device related.

Manufacturer narrative:
Corrected data: d1, d8 and h6.